Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed 2 october 2020 to treat mixed mitral regurgitation (mr) grade 4+. An xtw (00609u131) mtiraclip was implanted successfully, reducing mr to trace. In 2022 the patient returned with severe recurrent mr and the clip opened to approximately 35-40 degrees. On (B)(6) 2023, an additional mitraclip procedure was performed. An nt mitraclip was implanted medial to the existing xtw clip, reducing mr to moderate. It was thought the patient's chordal density may have contributed to the clip opening. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported recurrent mr appears to be related to the reported clip open while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.